Manufacturer narrative:
H.6. 1 photo 1 empty unit package and 1 representative sample were returned for investigation. Figure 1: photo returned. 1 photo was returned for investigation. The photo shows the top web with batch #8356952. 1 empty package (batch #8356952) and 1 representative sample (batch #8356952) were returned. The representative sample was subjected to visual inspection and penetration test. The representative sample passed the acceptance criteria. No abnormality was observed. Unable to confirm the customer experience. The representative sample was subjected to visual inspection and penetration test. The representative sample passed the acceptance criteria. No abnormality was observed. A review of 12 months qn on reported nonconformance was performed. No related qn was raised. Therefore the root cause cannot be established. H3 other text : see section h.10.

Event description:
It was reported that a defective catheter was found during use with a venflon pro 20ga 1.1mm. The following information was provided by the initial reporter. "Venflon pro 20g IV cannula was used on patient , during the insertion the tip of the catheter got damaged and there was a delay in the cannulation process." 5 occurrences were reported.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defective catheter was found during use with a venflon pro 20ga 1.1mm. The following information was provided by the initial reporter, "venflon pro 20g IV cannula was used on patient , during the insertion the tip of the catheter got damaged and there was a delay in the cannulation process." 5 occurrences were reported.